Manufacturer narrative:
Revision occurred after 6 years due to loosening of glenoid. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2024, approximately 6 years after the primary surgery, which occurred on (B)(6) 2018. No fall or other trauma reported. Revision occurred due to chronic loosening of the glenoid. 52x21 offset head, 3-4 pegs glenoid size l, and double taper cone explanted. These parts were replaced with a 54x21 offset head, double taper cone, and competitor glenoid components.